Event description:
Lab staff questioned discrepancies between am chemistry results and previous draws for multiple patients throughout the facility. An investigation discovered that there was a calibration issue with the cobas 6000 machine in lab that results these tests. The cobas machine is new: it went live on (B)(6) 2011. All nursing staff in the facility were notified that there was a problem with the am lab results and physicians caring for those patients were contacted. The calibration was incorrect on the cobas 6000. It is unknown why the am labs were incorrectly calibrated but the ones performed earlier that day and the day before were not affected. The instrument software was re-loaded onto the cobas 6000, which resolved the issue. This is a new machine, implemented on (B)(6) 2011 without difficulty and had no prior operational issues. Roche (manufacturer) was notified on the day of the event. We have had no further issues with the device. Am labs of sodium of 130 and potassium of 3.3 called to dr. Order for 2-40meq riders received. Half of the first rider was infused when lab called and said that the controls for the test were wrong. Pt sodium was 140 and potassium was 3.6 labs called to primary care physician and kcl riders were stopped.no harm to patient. Pt rc'd extra dose of k+ rider.======================manufacturer response for lab analyser, cobas 6000 (per site reporter).======================we are awaiting their response.